Event description:
It was reported by service report that the head section would not lock on one side. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report. Mfrs investigation is still ongoing; if add'l info is received, a f/u report may be submitted.

Manufacturer narrative:
Result: cot outer rail. Conclusion - other: pending completion of repair. MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.